Manufacturer narrative:
Device evaluation summary: during visual analysis of the sample was found rupture. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent device replacement with 590cc mentor memorygel breast implants, catalog number 3505590bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 535cc, catalog number 3505535, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 535cc and experienced rupture on the right side postoperatively. As a result, the patient underwent removal on (B)(6) 2019.